Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that the day after the implant, an issue was noted with the lead. Further information indicates that the right ventricular (rv) lead exhibited inconsistent capture. The lead was revised, and remains in use. No patient complications have been reported as a result of this event.